Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rsa surgery, the threaded tip of a version rod broke off while trying to screw it into the inserter/impactor. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation and photographs were not provided, so the complaint could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. As the device has not been received for evaluation, a definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. A determination of whether the device met manufacturing specifications could not be made as the product lot number was not provided and the device has not been received for evaluation. A determination of whether the device might have contributed to the reported event could not be made as the device has not been received for evaluation. The version rod is a reusable instrument expected to be used across multiple surgeries. The version rod is used with the resection guide to rotate the head cutting guide around the humeral head to match the patient's anatomy. The threaded tip of the version rod is inserted into the resection guide and then force is applied to the rod to rotate the instrumentation. According to previous similar complaints, this action may subject the rod to excessive force. Tensile overload applied while engaging the rod may have contributed to this failure. Additionally, as the version rod is a reusable instrument, normal wear and tear may have also contributed to the failure. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.